Manufacturer narrative:
Device available for evaluation and h6 evaluation codes: updated device evaluation: one device was received for investigation. Visual inspection found a badly cracked tank cover and faded line cord. Functional testing confirmed the complaint when the device leaked. The tank cover was badly cracked at all four corners and the interlock blocks o-rings were missing. The root cause was determined to be overtightening of the screws causing the tank to crack. A manufacturing device history report (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. The tank, line cord and o-rings were replaced. Preventative maintenance performed. Device passed all functional tests after the completed repairs.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the device was leaking. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.